Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Event description:
Information received by medtronic indicated that the customer went for swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.